Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg has been unable to communicate with external devices. The patient lost therapy over time. A company representative attempted to troubleshoot the issue but was unsuccessful. As a result, the patient will undergo surgical intervention to address the issue.

Event description:
Follow up information identified as ipg was explanted and replaced with a different model. Therapy has been restored.